Event description:
The customer complains that three different catheters from three different lots has caused him to bleed.

Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. Three samples from three different lots were returned. Analysis of the samples shows no product defects. Bath documentation reveals no deviations. Based upon the product testing, this complaint could not be confirmed as reported.